Event description:
The customer reported via phone call that the insulin pump had a loose face plate or keypad. The customer stated that the keypad came loose and was sliding around, which made the keypad respond erratically. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the damage. The customer stated that the adhesive got weaker and would not maintain placement. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A peeling keypad overlay was noted. The insulin pump had a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window, cracked display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.